Manufacturer narrative:
The device was not returned for evaluation. The potential root cause for this failure mode could be user related (example: salt accumulation)/ block drainage lumen/ no drainage eye. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley did not drain correctly, and caused the patient utis. It is unknown what medical interventions were given for the uti.